Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported falling on the floor during a fainting episode. The clinic had instructed the patient to perform a remote interrogation using the remote home monitor. Patient services assisted the patient in this action and referred her to her physician to discuss the results. The pacemaker remains in service and no additional adverse patient effects were reported.